Event description:
Customer reported that the insulin pump is frequently resetting itself and receives an unexpected restart alarm. Multiple error alarms found in the alarm history. Customer stated the insulin pump was not stored or not in use for an extended period of time. Blood glucose value was 290 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.